Event description:
It has been reported to philips that there was a wi-fi issue with the wireless footswitch. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the wireless footswitch base station and charger were replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was wi-fi issue with the wireless footswitch. Upon functional testing, the fse identified the problem with the wireless connection and the wfs charger plug was broken and the fse confirmed that the wireless footswitch, base station and wireless footswitch charger need replacement. The defective wireless footswitch charger returned for analysis, and it couldn¿t conclusively determine any cause of failure, however the replacement of the wireless footswitch, base station and wireless footswitch charger by the fse restored the system functionality. After replacements, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.